Event description:
Same case as MDR ID: 2134265-2014-00878. It was reported that catheter entrapment occurred. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced over the 300cm v-18 control wire down into the peroneal artery and the balloon got stuck on the wire. The balloon and the wire was then removed as a unit. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).